Manufacturer narrative:
Internal file number - (B)(4). A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded the angiograms confirm successful absorb gt1 scaffold deployment with minimal residual stenosis. However, per the reported information the physician states there was insufficient anti-platelet therapy during the procedure. This may have contributed to the early thrombotic event.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and thrombosis, as listed in the absorb gt1 instructions for use (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. It should be noted that the IFU states: predilate the lesion to match the reference vessel diameter with a percutaneous transluminal coronary angioplasty catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient presented with chest pain of 1.5 hours evolution and an inferior infarction with st elevation. The procedure was to treat a lesion located in the mid right coronary artery (rca) with no calcification. The patient has had previous treatment with prasugrel 60 and twenty minutes before catheterization the patient was given aspirin. During the catheterization, heparin was administered and urgent catheterization was performed on a subtotal lesion in the mid rca. A 3.5x23mm absorb gt1 scaffold was deployed at 12 atmospheres (atm) without predilatation. Post-dilation was performed with the same balloon at 14 atm. The final angiographic residual stenosis was less than 10%. Excellent angiographic result in terms of expansion and deployment. Timi 3 flow without thrombus or residual lesions. No dissection. No imaging technique was used. Four hours later, the patient presented with pain and st re-elevation. Abciximab was administered to resolve the in-scaffold thrombosis. Urgent catheterization of an acute occlusion of the absorb was performed. Re-dilation was done with a 3.0 balloon. Thrombus was noted in the whole absorb scaffold. Two metallic drug-eluting stents (3.5x26, 3.5x18) were implanted overlapping with case resolution. Good clinical evolution. The doctor thinks the thrombosis is due to insufficient anti-platelet therapy during the procedure. No additional information was provided.